Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, coronary angiography also revealed 80% stenosis in the proximal left circumflex (lcx) artery.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was further reported that the stent implanted in proximal left anterior descending artery (lad) was a 3.00x24mm promus element stent and not a 2.75x24mm promus element stent as previously reported. Also, in (B)(6) 2014, post percutaneous coronary intervention in lad and proximal left circumflex(lcx) artery, there was 0% residual stenosis.

Event description:
(B)(4). It was reported that in-stent restenosis and unstable angina occurred. In (B)(6) 2014, the patient was presented with unstable angina and was referred for cardiac catheterization which revealed two target lesions. Target lesion #1 was located in the proximal left anterior descending artery (lad) with 100% stenosis, and was 24 mm long with a reference vessel diameter of 2.75 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.75 x 24 mm study stent, resulting to 0% residual stenosis. Target lesion #2 was located in the proximal left circumflex(lcx) artery with 90% stenosis, and was 32 mm long with a reference vessel diameter of 3.00 mm. Target lesion #2 was treated with pre-dilatation, and placement of a 3.0 x 32 mm study stent, resulting to 0% residual stenosis. Four days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented with unstable angina and was hospitalized on the same day. Coronary angiography revealed 80% stenosis in the proximal left anterior descending artery (lad) which has previously placed study stent and treated with percutaneous coronary intervention (pci). The patient underwent pci to proximal lcx as well. Four days post procedure, the event was considered as recovered/ resolved and the patient was discharged on the same day.